Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to pain and squeaking. The liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of implant fracture cannot be determined. There are warnings in the package insert that state these types of events can occur. Under possible adverse effect it states, "wear and/or deformation of articulating surfaces" and "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."